Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope experienced an image abnormality during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle was chipped, fiber cone was fixed. A root cause could not be identified. Based on the results of the investigation, it is likely the abnormal image is caused due to component failure of universal cable. Moreover, the most probable cause of the additional malfunctions identified during investigation is traced to component failure of light guide bundle and fiber cone respectively. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.